Manufacturer narrative:
MDR 2517506-2019-00508 was filed on 30-dec-2019. Additional information (03-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed human chorionic gonadotropin (hcg) results on the dimension exl 200 instrument. Hsc evaluated the information provided and the instrument data files. No issues with the instrument or reagent were identified. A siemens customer service engineer (cse) performed maintenance on the instrument on 09-dec- 2019. The customer is able to process patient samples with no further issues. The cause of the discordant hsc results is unknown. No product non-conformance identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that discordant, falsely depressed human chorionic gonadotropin (hcg) patients' results were obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
Discordant, falsely depressed human chorionic gonadotropin (hcg) results were obtained on patients' serum samples on a dimension exl 200 instrument. The results were reported to the physician(s) who questioned the results. The first patient's sample was reprocessed the same date on an alternate dimension exl instrument and a higher correct result was obtained. The second patient's sample was reprocessed on an alternate non-siemens methodology and a higher correct result was obtained. A corrected report was issued. It was alleged that a delay in treatment occurred for both patients due to the discordant results but no adverse health consequences were reported due to the delay. There are no known reports of patient intervention due to the discordant, falsely depressed hcg results or due to the delay in treatment.